Manufacturer narrative:
The implicated product was assessed with a DHR review which was performed on 24oct2017, which indicated that the product performed as expected at the time of product release. The immucor laboratory tested retention product on 20oct2017 which performed as expected.

Event description:
On (B)(6) 2017, a customer site, reported forty-three (43) historically unexpectedly negative antibody screens when tested on a galileo instrument, when tested between (B)(6) 2017.